Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: "on (B)(6) 2024 @ 1140 hrs ,patient, female, had emergency laparoscopic cholecystectomy in ot 5 at 1215hrs", "while surgery on going applied medical kii fios blade less trocar 10 mm sleeve broken in to two pieces, patient was stable, no incident of any anaphylactic reaction, immediately complete trocar removed, cleaned the wound with betadine, and replaced with another brand trocar. Surgery finished at 1425hrs, detail of the consumable: kii fios, first entry, ref ctf 33, expiry :11/07/2027." Intervention: immediately complete trocar removed, cleaned the wound with betadine, and replaced with another brand trocar. Patient status: patient was stable, no incident of any anaphylactic reaction.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainants experience of a fractured cannula shaft. The cannula wall thickness near the fracture location was measured and did not meet specifications. Based on the condition of the returned unit, it is possible that the reported event may have occurred during device manipulation within the incision site or during insertion. It is possible the cannula shaft fracture was due to uneven cannula wall thickness which can cause the cannula to be more susceptible to fracture. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: "on (B)(6) 2024@ 1140 hrs, patient, female, had emergency laparoscopic cholecystectomy in ot 5 at 1215hrs", "while surgery on going applied medical kii fios blade less trocar 10 mm sleeve broken in to two pieces, patient was stable, no incident of any anaphylactic reaction, immediately complete trocar removed, cleaned the wound with betadine, and replaced with another brand trocar. Surgery finished at 1425hrs, detail of the consumable: kii fios, first entry, ref: ctf 33, expiry: 11/07/2027." Intervention: immediately complete trocar removed, cleaned the wound with betadine, and replaced with another brand trocar patient status: patient was stable, no incident of any anaphylactic reaction.